Event description:
It was reported that 146 days after implantation of a 3.00x24mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the right coronary artery (rca). The patient had a severe focal spasm located at a plaque in the proximal rca. The arterial spasm was initially treated with intracoronary nitroglycerin, but subsequently returned. A 3.00x24mm taxus stent was deployed in lesion. A post-intervention stenosis of 0% was reported. During the procedure the patient received heparin. Following the procedure the patient received heparin. Following the procedure, the patient received heparin. Following the procedure, the patient was placed on a calcium channel blocker. No information was reported concerning the calcification or tortuosity of the vessel. Patient complications were reported as none. The patient presented 146 days after the initial procedure with an in-stent restenosis in the proximal rca. No information was reported concerning percentage restenosis. A 3.0x33mm cypher stent and a 3.0x18mm cypher were deployed in the restenosis region. No information concerning post-intervention stenosis was reported. No information was reported concerning patient complications.